Event description:
The customer it/ is reported that the central nurse's stations (cns) and bedside monitors (bsm) could not been seen. There were various devices on the .10 segment that had stopped communicating. The customer stated that there was a "watch dog error" message displayed on the cns. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer it/ is reported that the central nurse's stations (cns) and bedside monitors (bsm) could not been seen. There were various devices on the .10 segment that had stopped communicating. The customer stated that there was a "watch dog error" message displayed on the cns. No patient harm or injury was reported. Investigation summary: although there is insufficient information to determine the root cause, the steps taken to resolve the issue seem to confirm that it was related to the internal storage drive. The customer replaced the hard drive with another one (with preload software) and all the issues were resolved. It is undetermined whether the internal storage issues were related to the communication loss. Since communication loss is typically network related and not device malfunction, troubleshooting was performed on the network infrastructure and network components. The communication loss issue was resolved through ensuring appropriate connection and rebooting the network switch and the org receivers. Service history for serial number (B)(6) shows this is an isolated incident. Corrected information: e2 health professional? Changed the "yes" selection to the "no" selection.

Manufacturer narrative:
The customer it/ is reported that the central nurse's stations (cns) and bedside monitors (bsm) cannot been seen. Customer reports that there are various devices on the .10 segment that have stopped communicating. The customer states that there is a error message "watch dog error" displayed on the cns. The communication errors were present at the ICU, ed and telemetry department. They were having communication loss issues, but nihon kohden technical support (tech support) verified that the host table on each cns were able to see devices. The only exception was the 5th floor cns which had a monitor network service disconnect error and was unable to launch the software. They rebooted all the other central nurse's stations (cns) with the exception of the 5th floor cns, and the issue was resolved. The 5th floor telemetry transmitter floor had a monitor network disconnect error and tech support suspected a bad allied switch and replaced with a cisco switch and rebooted the cns and noted that the cns was able to get into the software without the network service disconnect. The multiple patient receivers (org) were still displaying as communication loss, so tech support had them reboot each org and shortly after rebooting the orgs each device came back online at the telemetry cns with no more communication loss errors. Then while troubleshooting this issue the following happened on 11/21/2020. The cns initialized itself and rebooted. Issue could have been related to the network issues surrounding the referenced ticket. Once the cns was brought back online today, they were unable to load the clinical settings from a usb. It was also having issues seeing devices on the network as well as registration errors on others. Removed the secondary hdd and rebooted the cns, tried to load settings, no changes. Due to the issues documented on the above, tech support did not want to introduce a new variable until the enterprise gateway (eg) was stable. Now that the eg is stabilized, replacing this cns is a viable option. However, some of the things to check will include interbed slots on the bsms and checking for duplicate ips on the network. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: concomitant medical products field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer it/ is reported that the central nurse's stations (cns) and bedside monitors (bsm) cannot been seen. Customer reports that there are various devices on the .10 segment that have stopped communicating. The customer states that there is a error message "watch dog error" displayed on the cns. The communication errors were present at the ICU, ed and telemetry department. They were having communication loss issues, but nihon kohden technical support (tech support) verified that the host table on each cns were able to see devices. The only exception was the 5th floor cns which had a monitor network service disconnect error and was unable to launch the software. They rebooted all the other central nurse's stations (cns) with the exception of the 5th floor cns, and the issue was resolved. The 5th floor telemetry transmitter floor had a monitor network disconnect error and tech support suspected a bad allied switch and replaced with a cisco switch and rebooted the cns and noted that the cns was able to get into the software without the network service disconnect. The multiple patient receivers (org) were still displaying as communication loss, so tech support had them reboot each org and shortly after rebooting the orgs each device came back online at the telemetry cns with no more communication loss errors. Then while troubleshooting this issue the following happened on 11/21/2020. The cns initialized itself and rebooted. Issue could have been related to the network issues surrounding the referenced ticket. Once the cns was brought back online today, they were unable to load the clinical settings from a usb. It was also having issues seeing devices on the network as well as registration errors on others. Removed the secondary hdd and rebooted the cns, tried to load settings, no changes. Due to the issues documented on the above, tech support did not want to introduce a new variable until the enterprise gateway (eg) was stable. Now that the eg is stabilized, replacing this cns is a viable option. However, some of the things to check will include interbed slots on the bsms and checking for duplicate ips on the network. No patient harm reported.